Event description:
7.0 triple lumen catheter inserted into pt. Guide wire stuck; could not thread. After catheter was removed from pt, still could not dislodge guidewire. Pt had to be stuck a 2nd time.